Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient data was delayed crossing over to pyxis es server. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited, "stop pyxis enterprise server (es) services and extract transform load for hospital information technology planned changes - ascension". The technical support specialist dial into the station and care coordination engine (cce) migration was completed successfully. The station subscribed to the server, and both cce and enterprise server (es) were operational with no disconnected flags. Synchronization data from pyxis es confirmed proper communication, and no alerts or delays were observed. Reports ran without issues. Post-migration, the device 4b had a drawer failure and was dispatched to field service engineer (fse). A fse confirmed that the issue was resolved by information technology. The case was closed. The system functioned as intended after the technical support specialist and field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient data was delayed crossing over to pyxis es server. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.